Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault without rotation. Due to low vault, the lens was intraoperatively removed and replaced for a longer length lens and the problem was resolved. The cause of the event is unknown. It should be noted that the patient's acd was less than 3.0mm at the time of implantation. Therefore there is not enough safety and effectiveness data to support implantation in this patient category.

Manufacturer narrative:
A4-a6:unk. Manufacturer narrative: secondary surgical intervention to remove/replace is identified in the labeling as a known potential adverse event following icl implantation. (B)(4)